Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio output when signaling for an upstream occlusion during administration of chemotherapy to a patient (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.